Event description:
The facility rep reported to largo customer service a pump observed that fails the 5ml left alarm. This event occurred during bio-med testing. No pt injury or medical intervention was reported. No add'l info is available.

Manufacturer narrative:
During baxter's product eval, the reported condition of a pump that fails the 5ml left alarm was confirmed. The root cause was due to an inoperative mechanism board. The problem was corrected by replacing the mechanism board. The device was returned to the customer on 01 may, 2008. The mfg facility has been made aware of this report through baxter's complaint management tracking system. The mfg facility will continue to monitor reports for possible trends.